Event description:
It was reported that the pt experienced a loss of therapeutic effect with intermittent spasticity, weight loss and withdrawal (symptoms not specified ). The pt had a volume discrepancy with approx 15% more drug in the pump than was expected (exact volumes were not reported). A roller study was performed, and no problems were found. Additional info received reported that the pt's proximal catheter was revised and a new pump connector placed. The pt was found to have spinal cord compression and was reported to be awaiting cervical surgery. The pt's pump was also repositioned. The pt's pump contained hydromorphone 40 mgml, fentanyl 200 mcg/ml, and compounded baclofen 1000 mcg/ml.

Manufacturer narrative:
.